Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user called regarding whether they should eat with a blood glucose (bg) of 387 mg/dl (fingerstick). The user had performed a factory reset earlier in the day and was advised that the ilet may take 2¿4 weeks to fully adapt. The agent instructed the user to announce meal if eating, and the user acknowledged and understood. At the end of the call, the event involved the highest recorded glucose of 387 mg/dl and was out of bg range for 90+ minutes. It was managed without medical intervention or external assistance, and no symptoms were reported during the event.